Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings and as a result, customer experienced loss of consciousness and/or seizure. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly no failure modes were observed. The returned sensor was further investigated and de-cased. Visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); liquid contamination was observed. An extended investigation has been performed. A visual inspection was performed on the returned puck. Liquid contamination was observed on the returned sensor. The puck was observed to be in sensor state 6 with a life count. An event log 21 was observed which indicates the sensor terminated due to a brown out reset. Liquid contamination was observed on the sensor; therefore, further functional testing was not required. The liquid contamination was observed on the sensor, and a brown out reset (event log 21) occurred. This issue is confirmed to liquid ingress. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings and as a result, customer experienced loss of consciousness and/or seizure. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and pending an investigation. A follow-up report will be submitted once additional information is obtained. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.